Event description:
The cusotmer reported the ventilator shut down and alarmed during use on a patient and had an odor of overheating. The customer reported there was no patient harm. The manufacturer's service technician verified the customer reported problem. The service technician replaced the main pcb board to address the reported problem. Final applicable testing was completed and tests passed per operating specifications. Factory failure analysis of the main pcb board revealed a shorted component, which may result in a loss of ac power. If a loss of ac power occurs during use and the ventilator shuts down, an audible power fail alarm will activate.